Event description:
Meter name: fasttake. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: broke out in a sweat, felt horrible, wasn't sure if it (bg) was going up or down. A patient reported they were seen in ER. Their meter allegedly would only prompt "l--) for low temperature. The result on their meter was unable to test. The result on the ER meter was unable to test. The result on the ER meter was unknown. The time difference between patient's meter and ER was unknown. Treatment was unknown. No further info has been reported.